Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary the product was returned to ethicon for evaluation. One winding former with a needle and one needle suture combination were received for analysis. The product code pdp149h is double armed. During visual inspection of the needle. Marks were noted at the edge of the swage area and it still attached to suture piece. Besides that, the suture piece was noted to be cut probably caused by a surgical instrument. In addition, the needle suture combination was examined, and no issues related to breakage suture was observed during the evaluation. However, the end of the suture was noted to be cut. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that the patient underwent a hypospadias procedure on (B)(6) 2025 and suture was used. During the surgery, the suture was broken when the surgeon attempted to sew the tissue. Changed to another one to complete the surgery. No patient consequence was reported. No further information was provided.